Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and site issues. Customer's blood glucose value was 415 mg/dl. Customer declined troubleshoot for high blood level. The customer performed to troubleshoot for site issues and has issues tape irritating skin. Customer states there is not blood at the site. Customer states the irritation is itchy around edges and itchy underneath it. The product was returned for analysis.